Event description:
It was reported that a pump does not have audio function.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question for 24 hours at 60 degrees fahrenheit and for 24 hours at 90 degrees fahrenheit and all audio functions performed as expected. Additional testing confirmed the audio circuit was functioning as expected and the speaker was found to have the proper resistance. At this time, the date of event is unknown.